Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that externalized conductors were observed when the patient presented in the operating room for device change-out. No electrical anomalies were observed. Lead was capped and replaced on (B)(6) 2016. No adverse events to the patient were reported.